Event description:
The battery voltage of the device is 2.64 (elective replacement indicator - eri equals 26 = 262v). The right atrial lead measures p waves of 1.5 millivolts, has a pacing impedance of 416 ohms. The right ventricular (rv) lead is fractured, and the pacing impedance is greater than 2500. The coronary sinus (cs) lead has a pacing impedance of 408 ohms and is located in the cs and thus, it does not capture. The device is programmed ddd (dual chamber, dual sensing, dual pacing) with a lower rate of 60 beats per minute and upper rate of 130 beats per minute with a mode switch of 160 beats per minute. With this setting, the patient is atrially sensed 76.5% of the time and atrially paced 23.6% of the time. The patient was receiving biventricular stimulation 4.3% of the time since the last interrogation. Interrogation of the memory of the device shows multiple episodes of high rates, unfortunately, we do not have intracardiac electrograms to confirm if this is noise or atrial fibrillation (af) or far field oversensing since there are times where there is oversensing of the ventricle on the atrial channel. The arrhythmia log shows 4 episodes of ventricular tachycardia (vt) that were treated, 1 of them with anti-tachycardia pacing (atp), and the other ones with ICD shocks. It also reveals 7 episodes of inappropriate ICD shocks due to fractured sprint fidelis.======================manufacturer response for lead wire, lead wire (per site reporter).======================awaiting response.